Event description:
It was reported that the patient expired. The patient was hospitalized as he had experienced increased spasms. Per the hcp, no apparent, visible increase in spasticity was noted. A catheter dye study was planned. That study was subsequently cancelled due to his changed in status. Per the reporter, the death was unk, but suspected to be due to a cardiac event. Additional information has been requested from the hcp, but was not available as of the date of this report.